Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device. Being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the even description: cancer patient undergoing chemotherapy, using an infusion pump at 12.48 ml/h for 46 hours, transfusion ended 5 hours earlier than scheduled. The infusion pump was correctly programmed, but the medication ran out prematurely. No patient complications were reported as a result of this event.